Event description:
After placement of a 6x40 smart control stent in the superficial femoral artery (sfa), it was reported that the patient developed a rash. There was no respiratory component. The physician suspected a metallic allergy and steroid treatment was provided but the patient has not yet recovered. The treatment was not fully effective. The patient continues to have the rash. The reaction did not require admission to the hospital. The product was clinically used and will not be returned for analysis. The patient's information was unknown. It is unknown if the patient has previous history of (B)(6). The date of stent placement is unknown. It is unknown how long after stent placement the event occurred. The index procedure was elective. The target lesion was de-novo and a native vessel. It was not difficult to access or wire the lesion. The reaction was determined not to be related to the cordis product. It is unknown if an alternative cause for the event was provided.

Manufacturer narrative:
This is the initial and final report for this device. The gender of the patient is unknown. Complaint conclusion: after placement of a 6x40 smart control stent in the superficial femoral artery (sfa), it was reported that the patient developed a rash. There was no respiratory component. The physician suspected a metallic allergy and steroid treatment was provided but the treatment was not fully effective and the patient continues to have the rash. The patient's information was unknown. It is unknown if the patient has previous history of (B)(6). The date of stent placement is unknown as is how long after stent placement the event occurred. The target lesion was de-novo and a native vessel. It was not difficult to access or wire the lesion. The reaction was determined not to be related to the cordis product. It is unknown if an alternative cause for the event was provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the information provided and the lack of patient specific information it is not possible to draw a clinical conclusion between the reported event and the device. It is unknown if the patient had a previous sensitivity to nitinol or if the patient was tested by an allergist for possible allergies to the components in nitinol. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.